Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet with a g7 continuous glucose monitor (cgm) and responded by increasing use of "less than" meal announcements and occasionally pausing insulin delivery; case logs were synced and reviewed, and the user was assigned for additional training to address hypoglycemia risk, meal announcement practices, and algorithm function. Customer care provided support that included education, and escalation for additional training. Investigation of this case revealed no device malfunction identified from available information, and the pattern of lows was associated with user practices involving frequent reduced meal announcements and pausing. Symptoms included symptoms included hot flushes/flashes, urgent low, and low glucose associated with hypoglycemia. Outcomes included oral carbohydrate treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.